Event description:
New information received states the patient was also suffering from rigors.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
It was reported that the patient presented in the clinic after suffering from a fever. Upon chest echocardiogram and ultrasound it was noted that there was vegetation growing on both endocardial right ventricular leads. The patient was suffering from infection. Due to the excess vegetation, the patient presented in the operation room and underwent a system explant. Patient¿s condition was stable post procedure.